Manufacturer narrative:
In the case description, the user mentioned having low blood glucose levels while using the system due to incorrectly entered settings. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed no evidence of an overdelivery of insulin. The patient history buffer (phb) data showed that the user's manual basal rate on the date of occurrence was 10 u/hour. The phb data showed that while in automated mode the automated algorithm was able to appropriately adapt the microbolus amounts based on the estimated glucose values and user inputs. The algorithm was able to appropriately reduce and stop automated insulin delivery as estimated glucose values decreased towards and below the user's target. While in manual mode, the system was correctly delivering the user's manual basal program of 10 u/hour. The system was determined to function as intended based on the settings and programs entered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was reported to be hallucinating, disoriented, and weak with a blood glucose level of 22 mg/dl. An ambulance was called; emergency medical services removed the pod and transported the patient to the emergency room. As treatment, an intravenous drip with dextrose was administered. The patient was released from the emergency room a few hours later and contacted their endocrinologist. The patient reported that the programmed basal rate was incorrectly entered as 10 units per hour which was corrected to 1.25 units per hour.